Event description:
It was reported that the patient received the elective replacement indicator message (eri) stating that the ipg is nearing end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. The explanted ipg was discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that therapy was confirmed post op.